Manufacturer narrative:
On (B)(6) 2021 the mentor failure analysis lab has received the device for evaluation. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2021. Device evaluation summary: according to the information received, the patient experienced deflation in the sal smooth rnd diap 325cc breast implant. The product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak test, and microscopic examination of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sal smooth rnd diap 325cc returned device. Leak testing was performed, in accordance with mentor procedures, and a tear was observed on the anterior aspect measuring approximately 0.1 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation revision surgery with a 325cc mentor smooth round moderate profile saline breast implant experienced left sided deflation post procedure. As a result, patient had an explantation on (B)(6) 2020.